Event description:
The consumer and health care provider (hcp) reported that the patient experienced a loss or change of therapy on (B)(6) 2016. The patient was unable to urinate and went to see their health care provider (hcp) on (B)(6) 2016 and was told everything with the device was currently working. The patient did not feel stimulation and the therapy was turned on. The patient's stimulation was increased from 2.1v to 2.8v and they did not feel stimulation in the correct area. The action taken to resolve the patient's inability to urinate was that the patient's hcp would increase the intensity. The cause of the patient's inability to urinate was determined to be spine disease. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.